Event description:
User alleges during code situation, they were unable to use the mask with the resuscitator as they were unable to create a seal. They obtained another mask and there was no pt injury.